Event description:
During a laparoscopic cholecystectomy it was reported the clips came to the end of the instrument, but would not bend tight. This occurred upon first use of the instrument. A new one was opened to complete the case. There was no consequence to the patient.

Manufacturer narrative:
D5,9; h2,3,4,6; g4: added additional info. Device not returned for analysis. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: analysis conclusion: it has been several months since you reported this event. The co has not received any further correspondence from the facility about the device which was involved in this reported event. Unfortunately, since the device was not returned to the co, the co is unable to perform an analysis and provide a report to the facility.